Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported force sensor test error was found in the event history log. The error was also reproduced during power. The force reading was out of specification because the pump was damaged. An impact knocked the force sensor out of calibration. A user interface issue was established as the root cause of the reported product fault. The damaged force sensor was replaced and re-calibrated.

Event description:
Oracle ro: (B)(4) force sensor test failure.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code was updated to reflect code 4582.

Event description:
It was reported that medfusion pump exhibited a system failure force sensor test. It was further reported that there was no patient involvement.